Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw = 2.8c. Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. Unit was also received with a horizontal crack on the battery threads.

Event description:
Medtronic received information that blank display, battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.